Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported she had been feeling it shocking and that was not normal. The patient noted usually it did not happen, but it had been happening a lot lately. The patient noted it had been happening for like a month, month and a half, maybe longer. There were no further complications that have been reported as a result of this event.